Event description:
Word bartholin gland catheters - multiple providers reporting they are unable to inflate the balloon because of a hole present in the catheter that should not be there.. Lot number 40a25h2767. Ref # 564000 manufacturing date 8/16/25, expiration date 07/31/2030. No reported patient harm.